Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s ventricular assist device had been implanted using coring of the left ventricle (lv). This was followed by the use of pledgetted sutures to attach the sewing ring to the myocardium prior to the placement of the pump (placing the pledgetted sutures inside the lv out to the sewing ring outside of the lv). Post-operatively (approximately three weeks after implant), the patient developed increasing lactate dehydrogenase (ldh) with levels trending in the 2000s for several days. The patient¿s ldh then peaked at 4200. A preliminary review of the controller log files at the site revealed power consumption within the normal operating range. Two isolated high watt alarms were seen during a speed/ramp study. An echocardiogram revealed evidence of poor lv unloading with a lv internal diastolic diameter of 7.2mm, an aortic valve that was opening with every beat. The patient appears to have been treated with inotropes, milrinone, epinephrine, norepinephrine and diuretics. The patient then experienced dark urine that was reported to be related to bleeding after removal of a temporary pacer lead site. This bleeding is reported to have required the holding and reversal of the patient¿s anticoagulation and two further sternotomies to address the intrathoracic bleeding. The patient is also noted to have been anemic requiring the transfusion of four to five units of packed cells. The patient is then reported to have developed a sternal infection and wound dehiscence due to poor healing of the incision. A chest computerized tomography (CT) scan revealed air at the mediastinum. An echocardiogram revealed a mobile fibrin seen in the patient¿s right ventricle. The patient underwent pump exchange via lateral thoracotomy. Intra-operatively, the patient was noted to have thrombus within the lv as well as pannus growth around the inflow cannula that required excision. Once the exchanged pump was removed, the site noted foreign material in the inflow cannula on top of the impeller. This material was pulled out and was noted to be a single pledget. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed a slight increase in power consumption on (B)(6) 2018, with a subsequent increase in power consumption starting (B)(6) 2018. Two high watt alarms have been logged since (B)(6) 2018. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. However, visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathology report revealed evidence of thrombus within the pump. Evidence provided by the site revealed additional material located within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the surgical technique used and the multiple sternotomies may have contributed to these events. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.